Manufacturer narrative:
H10: the actual sample was evaluated. A visual inspection with the naked eye noted the disposable set was missing the green cap to the patient line connector inside an open pouch. The patient line connector was not damaged and met specification. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2020 (stated as "in the last week.") The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the white end cap on the patient line of an amia automated pd set with cassette was missing and was not inside the packaging. There was no noticeable damage to the packaging. This was observed before use. There was no report of a patient injury or medical intervention associated with this event. No additional information is available.